Event description:
Per the clinic, the patient experienced pain at the magnet site subsequent to an MRI procedure. The patient's head was wrapped, but the patient felt like it was not wrapped correctly. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of this date of report.